Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore and irritation underneath the sensing electrodes. Patient reports blood coming out of the sore. Patient reports having a growth and thinks the lifevest is squeezing into it. The distributor mailed the patient a larger garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to apply lotion and gauze over the irritation. Follow up indicated slight improvement to the skin irritation.